Manufacturer narrative:
Investigation: it is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr result in comparison to the physician inratio inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.1, physician's inratio inr: 2.5. Therapeutic range: 2.5 - 3.5. The time between testing was done (1) minute. Reportedly, one finger stick was used for multiple tests and the first drop of blood was not used. There was no reported adverse pt sequela. There was no additional info provided.